Event description:
Initial result for a pt hcg was 1.10 miu/ml. When redrawn, the result was>10,000 miu/ml and the diluted result was 66787 miu/ml. A repeat of the original sample also recovered>10,000 miu/ml. The pt was not adversely affected. The field service rep was unable to determine a cause for the discrepant results.